Manufacturer narrative:
The investigation for the high purge pressure has been completed. Pump was not returned for investigation. Data logs were returned and it was observed that after 92 hours, there was a gradual rise in purge pressure observed with a small motor current spike. The pump had "pump in aorta" alarms after the motor current spike. No suction alarms were present. The purge pressure was seen to be rising for the next 14 hours leading to high purge pressure alarms and eventually purge system blocked alarms. The flows were saturated around that time with no change in p-level. These characteristics are similar to that of gradual biomaterial buildup. Therefore, the root cause of the high purge pressure issue was most likely biomaterial buildup.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist section: using the automated impella controller with the impella catheter ¿unresolved purge pressure high alarm if not resolved by the recommendations provided, high purge pressure¿which triggers the ¿purge pressure high¿ alarm message¿could be an indication of a kink in the impella catheter. In this case, the motor is no longer being purged and may eventually stop. Clinicians should monitor motor current and consider replacing the impella catheter whenever a rise in motor current is seen.¿

Event description:
The complainant reported that impella 5.5 had a purge system blocked alarm while on patient support. The impella was exchanged with a new 5.5. There was no harm to the patient.